Event description:
Boston scientific crm received information that this device exhibited noise on rate/sense channel resulting in an inappropriate shock. A review of the episodes noted that the noise appears to be myopotential oversensing. The device was reprogrammed to resolve the issue. New information received indicates that this device was explanted and returned for an unknown reason.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. Analysis testing could not confirm the reported oversensing or noise issues.